Event description:
The customer reported that the system displayed a precharge voltage error. This error will cause the system to lockup, shut down, or not to boot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.